Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm or blank display noted. The device was received with corroded battery tube, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip, scratched case, cracked case at display window corner, minor scratched lcd window, stained end cap sticker and stained address label and stained serial number label.